Event description:
The customer stated the device started running before blood was applied to the glucose strips. The customer doesn't remember the result provide by the device. A request was made for the return of the suspect device and replacement product was sent.